Manufacturer narrative:
Product event summary: the full lead was returned. Analysis found that the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The proximal conductor of the lead became distorted at the first rib/clavicle location while in vivo, the inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo, the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo and the outer insulation of the lead was cosmetically impacted at the first rib/clavicle site while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead (B)(6) 2011; (B)(4) implantable pulse generator (B)(6) 2011. (B)(4).

Event description:
The ra and rv leads were later removed and replaced.

Event description:
It was reported that during a device follow-up, the right atrial (ra) and right ventricular (rv) leads exhibited signs of a possible lead fracture with decreased impedances and oversensing during arm manipulation. The rv lead has been reprogrammed. The patient is scheduled to have the leads removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.